Event description:
As reported: "in the case of patient treatment with the variax2 elbow plate and screw system, screw migration of the locking screws occurred. The locking mechanism in the plate hole was not released." Additional information received from the rep and x-rays revealed one broken screw.

Manufacturer narrative:
A few x-rays and revision surgery notes were received subsequently which revealed 1 of the screws to be broken. A migration of the portion of the broken screw which was locked in the plate, could not be determined by the given x-rays. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. The batch record could not be reviewed because the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The received x-rays and revision surgery notes were presented to a health care professional for review. His comments: ¿the provided information and x-rays are limited. My answer will be more general than case specific. The screws used for the procedure seem to be of a very small diameter, seems only 2.7 screws were used distally in the medial plate. Furthermore only 2 very long screws were used. These fractures deal with a lot of forces from the muscles attached and passing the elbow joint. I do not know what the aftercare was for this patient. It might be that the 15 degree angle was overshot, so that the locking mechanism failed, which is not uncommon, especially when these large screws are used, sometimes the bone and the fracture steers the screw in a different from intended direction. Second the forces on the fracture may have been so high that there was to much movement in the fracture, which caused the small diameter screw to fail and break.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "in the case of patient treatment with the variax2 elbow plate and screw system, screw migration of the locking screws occurred. The locking mechanism in the plate hole was not released."